Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified orthopedic trauma case it was observed that the battery device was dead. It was reported that there was a two to three minute delay in the procedure and an identical spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not hold a charge. It was determined that there was no evidence of customer abuse; however, the battery was dead and the fuse was blown. It was determined that the device had been connected to a device that had a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.